Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an e360 ventilator had a noisy compressor and had an oxygen loss alarm. The ventilator was not in use on a patient at the time of the reported event. Medtronic/covidien was not authorized to evaluate/repair the device as the product is not in medtronic/covidien control. A third party service provider found disconnected tubing. To address the oxygen loss alarm, the third party service provider reconnected the tubing. To address the noisy compressor issue, the third party service provider cleaned the accumulator tank outlet. The ventilator was in working condition. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.